Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2018; 407652 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter reported that within one day post-implant, the patient experienced major discomfort near the phrenic nerve, with right chest pain as a result. She also noted that a company representative "dialed down the voltage" on an unspecified lead. The patient also experienced tremors, weakness, and dizziness, especially upon standing up. It was further reported that the patient experienced phrenic nerve stimulation related to the left ventricular (lv) lead, along with a microperforation related to the right ventricular (rv) lead, resulting in pericardial effusion. The rv lead was repositioned and remains in use. The lv lead had a possible vector change along with output voltage decrease, and remains in use. No further patient complications have been reported as a result of this event.